Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported an unexpected and un-programmed bolus delivery. The blood glucose was 170 mg/dl. The customer stated that while he was sleeping the insulin pump delivered 13.8 units of insulin. The customer woke up because he was not feeling well and was sweating. He looked at the insulin pump and noticed that insulin was being delivered without him touching any buttons. He suspended the insulin pump and treated the low blood glucose with food. Nothing further was reported.